Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and identified and corrected several issues: the integrated circuit technology (ict) syringe valve tubing had been trimmed/modified by the customer, the 1.0 ml ict aspiration and waste syringes were leaking, bubbles within the aspiration tubing, ict probe touching the side and bottom of the iref cup, a worn iref pump waste cup tubing, and a worn ict valve tubing. Issues continued in spite of replacing the ict module and ict probe. Field service resolution included replacing these parts in addition to performing maintenance, alignments and replacing the reagent probe link tubing. No further issues have been reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The ict sample diluent package insert and the architect systems operations manual contain information to address the customer's current issue. Based on the available information, a specific cause for this customer's issue was not identified. Probable causes include the items identified and replaced by the field service engineer. Review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that the integrated chip technology (ict) cup and module are failing to flush on the architect c8000 analyzer. The bulk solutions are also failing to flush. The ict reference solutions are failing to aspirate. Controls and calibrations are failing. A service call was initiated. The customer called back and states that issue continues. The customer is requesting service to return. The field service engineer (fse) noticed that the ict probe was misaligned and hitting the side of the reference solution cup. The fse realigned the probe. However, the following day the customer called and stated that the issue continues with the sodium assay. One patient sample generated an initial result of 188 mmol/l that retested at 140 mmol/l. No suspect results were reported from the lab. The customer replaced the ict module and probe with no improvement. The customer was sent and installed a new ict syringe valve tubing and will monitor results. There is no impact to patient management reported.